Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of failed battery test and priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer had issues with rewinding the pump. The customer stated that there was a failed battery test on back run. The insulin pump will not be returned for analysis.